Event description:
The facility representative reported a flogard infusion pump with a broken clamp. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. Upon further investigation, the quality engineer has confirmed the reported condition as a door issue. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of clamp broken was confirmed during evaluation by the service technician. The cause was determined to a missing door latch on pump p2. The device was returned unrepaired as the customer did not respond for approval of the estimate. Therefore, no action was taken to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.